Manufacturer narrative:
The device was returned deployed, but the hard cannula was found not fully retracted. After opening the device, scoring marks were found on the inside of the top housing, indicating an interference between the housing and linkage assembly. With the top housing off, the needle mechanism fully retracted to the correct position. The needle mechanism was manually reset to the locked and loaded position, before then being manually deployed without issue. A kink was found in the exposed portion of the soft cannula. It is unclear when and how the damage occurred. An 0x68 error code was noted in the data, indicating that an occlusion had occurred in the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour and patient reported a blood glucose level of 150 mg/dl.